Manufacturer narrative:
A4 - patient weight not provided by customer no further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was placed on right ventricular assist device (rvad) related to right ventricular (rv) dysfunction on post operative day 2. On (B)(6) 2026 the patient was returning for possible pump exchange related to having clotting issues with rvad which is centrimag. The patient was getting turned to clean. The patient complains of chest pain and has low flow on heartmate 3 and ECMO. The patient returned to supine position. They noted hemorrhage from previous chest tube site and cardiopulmonary resuscitation (CPR) was initiated; patient placed in trendelenburg position. Mass transfusion protocol was initiated. ECMO was clamped due to cavitation. It appeared that the log file captured low flow events on 08feb2026. It was reported that the patient had right ventricular dysfunction pre-lvad implant as there was rvad during lvad implant. The cause of right ventricular dysfunction was not device related. They also noted protek perforated pulmonary artery (pa). The cause of low flow was due to volume depleted and they did mass transfusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, analysis of the submitted log files also confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. The controller event log file contained events from 08feb2026 low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. It was later communicated that the rv dysfunction exist pre-left ventricular assist device (lvad) implant as a rvad was present during lvad implant. A device related issue did not cause/contribute to the rv dysfunction. The protek perforated the pulmonary artery (pa). The cause of the low flow alarms was depleted volume. The low flow alarms resolved with the mass transfusion. The patient was returning to the operating room for a possible pump exchange due to clotting issues with the rvad. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remained ongoing on hm3 lvas, serial number (B)(6) until they ultimately expired. The device was not explanted for evaluation (MFR 2916596-2026-01622). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, bleeding, venous thromboembolism and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.